Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system cardiogenic shock. Section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported in the long-term outcome and quality indicator (loqi) that a patient was implanted with impella cp for support during a high risk cardiac procedure. It was reported that the patient was not able to lift the right upper extremity, with right hemiplegia (resolved) and hemisensory loss (resolved). A head computed tomography indicated multiple small infarcts in the left hemisphere in a watershed distribution, bilateral cerebellar hemispheres and occipital lobes suggesting central embolic etiology. No acute surgical intervention. This resolved prior to discharge without sequelae.